Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20x3.75 mm balloon ruptured at ten atms. It is unknown how many inflations were performed. The patient was asympotmatic during this event the maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.